Manufacturer narrative:
The account reported that in 2006, they repaired a bed with a siderail latching issue. They reported that they cleaned and lubricated the siderail latch pins on bed. The hill-rom technician searched the hospital, but was unable to locate this serial number bed.

Event description:
Account alleged that a caregiver was injured at this facility on a versacare bed. The hill-rom technician spoke with the nursing staff, and they did not know of any injuries due to a siderail latching issue.